Event description:
It was reported that during an initial implant of this inflatable penile prosthesis, a hair was present inside the peel packed package. A new reservoir was used to complete the procedure. No patient complications were reported.

Manufacturer narrative:
Upon receipt of this inflatable penile prosthesis (ipp) at our quality assurance laboratory, , the components underwent a thorough analysis. Three hairs were found inside the peel pouch on the reservoir upon receiving the returned product. The allegation of a hair present on the reservoir was confirmed. Based on the information available and analysis results, the reported hair in the reservoir package was confirmed. Therefore, the conclusion code of quality control deficiency was assigned to this event.

Event description:
It was reported that during an initial implant of this inflatable penile prosthesis, a hair was present inside the peel packed package, a new reservoir was used to complete the procedure. No patient complications were reported.